Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Fixation peg came off custom triathlon femoral cutting block.

Manufacturer narrative:
An event regarding disassembly/weld fracture of fixation pins involving a specialty triathlon cutting block was reported. The event was confirmed. Device evaluation and results: material analysis and dimensional inspection concluded that the device was manufactured to specification. A material analysis has been performed. The report concluded: ¿no evidence of interference fit was observed between the fixation pin and the blind hole on the returned device. The average weld penetration was measured to be approximately 355m (0.014in). The pin material was consistent with a 17-4ph stainless steel alloy. No material defects were observed on the device features examined on the returned device.¿ visual inspection was performed as part of the material analysis report (mar). The reported event was confirmed. One of the fixation pegs (pn I-k2159kf30) was returned dissociated from the specialty triathlon 4-in-1 cutting block body (pn I-k2159kf11). There were scratches on the cutting block body as well as in the cutting slots. Dimensional inspection: the device is dimensionally within specification. Based on the manufacturing date, it is assumed the device was manufactured to the product drawing. The weld size specified in this product drawing is 0.02in maximum. The measured weld penetration was 0.014in, which is within the drawing specification. The returned pin and pin hole diameters were dimensionally inspected and found to be within drawing requirements. Functional inspection: not performed as the device was returned damaged as the pin was disassociated, and therefore non-functional. Medical records received and evaluation: not performed as it was reported that there were no adverse consequences or medical intervention associated with the event. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other similar events for the referenced lot. Conclusions: the investigation concluded that the distal fixation pins disassociated from the cutting block body due to weld fracture following approximately 7 years of service. The device was inspected and confirmed to conform to specification. No material or manufacturing defects were observed.

Event description:
Fixation peg came off custom triathlon femoral cutting block.